Manufacturer narrative:
Hydradenitis suppurativa is a follicular disorder of the skin (who ICD-10). As of 1/18/2007, depot service evaluation of the customer's lightsheer device is in process. A follow-up medwatch report will be filed with device evaluation and root cause analysis.

Event description:
Per the physician, a patient who underwent the 4th lightsheer hair removal treatment to the axilla in 2006, subsequently presented with acute hydradenitis suppurative for which oral antibiotic (amoxicillin 500 mg tid#20) was prescribed. Per the physician, the patient had very reddened boils (painful nodules about 1 cm high) in the axilla, left greater than right. The boils ranged in surface area from the size of a pea to the size of a lima bean, per the physician. Per the physician, no lesions were evident immediately after the lightsheer hair removal treatment. No problem was reported regarding the treatments performed on the event, to the patient's lower abdomen and bikini area. Six days later, the nodules in the right axilla were subsiding and the nodules in the left axilla were still painful. Lumenis recommended to suspend use of the device pending depot service evaluation; customer was provided with a demo system during servicing of the customer device.